Event description:
It was reported that during operation, the attachment part was overheating. At the time of the report, there was no known impact to a patient. On follow-up it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis (pli 10): evaluation could not be performed because of broken bearing. H3: product analysis (pli 20): evaluation could not reproduce the reported malfunction of overheating. However, it was noted that abnormal noise and rust inside the collet. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1847drlmtr, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.